Manufacturer narrative:
The event occurred on an unspecified date of year 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked due to a thread connection issue; further described as the dark blue piece (female connector) would "pop back one thread" while connecting to the patient line of the cassette. It was further stated the patient had to manipulate the connection between the dark blue piece (female connector) and the patient line of the cassette to keep the connection tight and in place. This was noticed during setup of the devices for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.